Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported an info power on reset (por) message and that therapy had stopped. This reportedly took place on (B)(6) 2018. It was reported that the patient was checking their ins when they saw the por. It was reported that the por was not related to an overdischarge, or to emi environmental exposure. Patient cleared the por by pressing the sync key. The por was successfully cleared and the issue was reportedly resolved. Therapy was turned back on. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-sep-10. The patient indicated that they had a high level of pain in their right sciatic nerve all the way up to their foot so they turned up the device after that happened which was the circumstance that led to the power on reset (por). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.